Manufacturer narrative:
This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as the patient pulling tubing from the bag resulting in a hole, cutting the bag off the line, discarded the bag, and continued therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to use the solution supply bag if any problems were found while preparing the solution bags. It says to discard the bag and get a fresh dialysis solution supply bag. Using wrong or damaged bags can result in inadequate therapy or contamination of the fluid lines. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill five of six. The patient was connected at the time of the alarm. The patient had noticed one of the supply bags was leaking and cut the bag off the line, discarded the bag, and continued therapy. The homechoice displayed a system error 2240. The patient advised the tubing with the frangible had been stuck to the side of the bag. The patient stated when they straightened the tubing and pulled it from the bag, it must have caused a small hole. The technical service representative assisted the patient in cycling power on the homechoice to clear the alarm, and reviewed proper procedures with them. There was no patient injury or medical intervention associated with this event. No additional information is available.